Event description:
During an open heart surgical procedure, the attending physician attempted to administer a countershock to a pt using internal defibrillation paddles. The physician was allegedly unable to discharge the drfibrillator.